Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial tachycardia/atrial fibrillation (at/af) episodes were potentially thought to be electromagnetic interference. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No patient complications have been reported as a result of this event.